Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated magnesium results on the architect c16000, serial number (B)(4). Through an extensive investigation, the fsr found multiple parts needed to be replaced, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results for one patient on an architect c16000 analyzer. The following data was provided (customer's reference (normal) range is 1.6-2.6 mg/dl): sample ID (B)(6) initial result on (B)(6) 2020, was 8.09 mg/dl, repeated two hours later, 2.00 mg/dl. There was no impact to patient management reported.